Event description:
Reported issue: during a heart surgery the needles break off during use. The used suture was discarded. No device parts fell inside the patient and there was no reported injury.

Manufacturer narrative:
Qn#(B)(4). No issues or discrepancies were found in the device history record of product code d-7004m4k/batch 74h2100477 that can be related to the failure mode reported.

Manufacturer narrative:
Qn # (B)(4). Four packages with 32 each sutures of product code d-7004m4k (lot# 74h2100477) were received for investigation. No damage to the pouch and carrier label was detected. No issues or discrepancies were found in the visual inspection of the returned sample. Product code configuration is needle 2n (2 needle) - 24" (suture length). Functional testing was performed and the results were found to be within specification. All suture material IFU's contain a caution statement for device handling. The IFU for this product states "in handling this or any other suture material, care should be taken to avoid damage from handling. Avoid crushing or crimping damage due to application of surgical instruments such as forceps of needle holder. Adequate knot security requires the accepted surgical technique of flat, square ties with additional throws as warranted by surgical circumstance and the experience of the surgeon." A device history record review was performed and no relevant findings were identified. The customer complaint cannot be confirmed since during functional inspection the results obtained are within specification and no issues were found related to the complaint description. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Reported issue: during a heart surgery the needles break off during use. The used suture was discarded. No device parts fell inside the patient and there was no reported injury.